Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), fatigue ("fatigue"), inflammation ("inflammation"), rash ("rash"), headache ("headache") and unevaluable event ("fog"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the abdominal pain, back pain, fatigue, inflammation, rash, headache and unevaluable event outcome was unknown. The reporter considered abdominal pain, back pain, fatigue, headache, inflammation, rash and unevaluable event to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : abdominal pain, back pain, fatigue, feeling abnormal, headache, inflammation and rash. Quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), fatigue ("fatigue"), inflammation ("inflammation"), rash ("rash"), headache ("headache") and feeling abnormal ("fog"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the abdominal pain, back pain, fatigue, inflammation, rash, headache and feeling abnormal outcome was unknown. The reporter considered abdominal pain, back pain, fatigue, feeling abnormal, headache, inflammation and rash to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal pain, back pain, fatigue, feeling abnormal, headache, inflammation and rash quality-safety evaluation of ptc: unable to confirm compliant. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.